Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse was replaced. The system functions as intended.

Event description:
The customer reported that both of the system monitors had lost power. No pt injury was reported.